Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.this device is available for analysis but has not yet been returned. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while dilating the saber (2mm15cm 90) using ten atmospheres (atm), contrast media was found to be leaking from the tip of the balloon. The procedure was being performed on the lower extremity. There was no reported patient injury. The device was clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, while dilating the 2x150mm 90cm saber percutaneous transluminal angioplasty (pta) catheter using ten atmospheres (atm), contrast media was found to be leaking from the tip of the balloon. The procedure was being performed on the lower extremity. There was no reported patient injury. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17658425 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, vessel characteristics and/or procedural/handling factors may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.